Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's nurse reported via phone call of customer's hospitalization for high blood glucose levels. The nurse states the customer's pump was lost at the hospital. The nurse was assisted with obtaining replacement pump. No further assistance provided at this time.